Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. The c13 capacitor from the interface pcb assembly was found overheated and dislodged from the board. Physio is in the process of repairing the device and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.